Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One (1) imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual evaluation of the as returned product identified the implant fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture)a pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 35 (fdi) and was used for approximately 1 year 8 months. The customer provided one (1) x-ray, it showed the implant fractured in the patient's mouth. DHR review was completed for the subject lot number (63541992). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (63541992) for similar event and no other complaint was identified.september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fractured) or product (tsvmb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, weight unknown / not provided.

Event description:
It was reported that the implant fractured at collar level. Implant was removed and another implant would be placed.